Event description:
It was reported that the 9800 system remote user interface joystice was not working during a case. The procedure was completed without incident. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The orbital potentiometer assembly was replaced during the service call. The system was tested and found to be working as intended and put back into service.